Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.